Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a a33 prime rewind anomaly on the insulin pump. The customer's blood glucose level was 223 mg/dl. The troubleshooting was performed. It was explained to the customer that the possible cause of the a33 alarm was during seating the force sensor did not detect the reservoir. The patient was advised that the insulin pump will need to be replaced. The customer was advised discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.